Manufacturer narrative:
The complaint device was received and evaluated. Visual observations revealed the distal portion of the hex driver is broken off. The broken piece did not come with the device. It was reported that the tip of the driver was broken during use. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The sales rep could not provide a lot number for the device but stated that the device has seen heavy use in the field. No information was provided regarding the patient bone quality. It¿s possible that the device have seen heavy use in the field that could have contributed in the reported failure. Other than this possibility, we cannot discern a root cause at this time. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during an acl reconstruction procedure the tip of their screw wash hex driver broke in the patient while inserting the screw. The sales rep confirmed that the broken tip was removed from the patient with no further issues and that no debris was left in the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep could not provide a lot number for the device but stated that the device has seen heavy use in the field. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.